Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding reported unresponsive episode with blood loss during the pt's hemo dialysis treatment. The user facility is not alleging device malfunction. However, due to the nature of the adverse event this medwatch being filed. A supplemental medwatch report will be submitted upon completion of the investigation. Related MDR: 29374457-2014-00411.

Event description:
It was reported from user facility that a hemodialysis pt's serious needle 'came out of" his arm. This occurred with approx 30 minutes left in his hemodialysis treatment. It was further reported the pt's arm was positioned close to his body in the hollow of the chair next to the armrest causing tension on the needle cannula leading to it's dislodgement. There is no allegation of malfunction against any product. Additionally, the tape on the needle wings was not secure. There was no leak or separation of components on the combi set alleged. The pt became unresponsive and required CPR. He was revised on scene. Ebl 500 cc. Pt was admitted to the hospital for 2 days and received blood transfusion. The machine was pulled from service following the event and passed all functional tests. The sample was discarded.